Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the main board was burnt near the power switch. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Codes: updated. Customer reported the main board was burnt near the power switch. At the time of this report the device was not received for evaluation. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is received the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection showed the confirmed the reported issue. The main board and heater assembly were badly damaged, with presence of burning/overheating. Service history identified the complaint was not related to a previous service of the device within the review period. The cause of the report error is the overheating of the main board and heater assembly. The main board and heater assembly were both replaced to resolve this issue.